Event description:
Multiple problems encountered with infusion sets including y-sites assembled upside down, drip chamber assembled upside down, no blue ball in drip chamber, and broken spike (side vent with filter).